Event description:
A caller reported that the t:slim x2 pump battery was not charging, and there was a power source alert noted in the pump history. The issue resolved itself before technical support was contacted. There was no adverse impact on the customer's blood glucose level. The customer was using non-tandem charging supplies, specifically a usb port in their couch and a non-tandem cable, which were advised against by technical support. As a corrective action, technical support arranged to send a replacement tandem wall adapter and charging cable via two-day shipping.